Event description:
Customer reported receiving lower unspecified readings from his precision xtra blood glucose meter when compared to unspecified readings obtained on a competitor's meter. He further reported a slow fill issue and noted that beginning some time in (B)(6) 2011, he began to experience vertigo, lightheadedness, dehydration and weakness. Customer self-presented to his healthcare provider and was diagnosed with hyperglycemia, but did not receive any third-party medical intervention. Customer self-treated by eating food and drinking juice and gatorade. It was additionally reported the customer had been using test strips related to an on-going field action for abbott's precision family test strips. There was no report of death, serious injury or mistreatment associated with these events.

Manufacturer narrative:
Retain samples of precision test strip lots manufactured with (B)(4) exhibited lower than expected readings on continuous storage after nine months at 30 degrees celsius during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the "c", "d" or "e" zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action per 21cfr806 (field action reference number 2954323-12/22/10-001-r). All affected consignees were notified by letter beginning december 22, 2010. It should be noted: the actual date of the medical event is unknown.